Event description:
It was reported that they could not charge their stimulator as of yesterday after trying for 2 hours last night adding they had "been having some problems with it". Pt described the controller (ptm) li battery pack (bp) draining but the neurostimulator (ins) battery remained in the red. Patient services (pss) had pt reset ptm by making sure nothing was plugged into ptm, remove the li battery pack (bp), plug ac power supply into a wall outlet and then connect to ptm after verifying power light was green on the power adapter box. Pt confirmed ptm powered on before reinserting bp. Pt verified the ptm 'battery indicator' light was flashing green after bp was reinserted. Pt was unable to provide battery levels after bp was reinserted due to "battery empty: cannot provide stimulation. Recharge your implanted device." Displaying on the ptm screen. Pt was able to start a recharging session with excellent and provided current battery levels: ptm 80% ins . Ptm depleted to 70% during call but the ins did not increment. Pt confirmed recharging temperature/speed was set at 4. Pt said they had inspected the rtm cord last night without detecting any visible damage. Pt said the recharging circle (antenna) has been getting notably warmer (hot on their back but does not burn) and recharge times were taking longer than previously. Pt said they used to be able to charge ins quickly and it would last 24 hours. Pt described currently taking maybe 2 hours to recharge the ins and having to recharge twice a day (once in the morning before work, again when they get home and sometimes again before bed). Pt said they were not able to charge at all yesterday b/c it wouldn't work; pt stated their ins was off due to the battery depleted. The issue was not resolved. Additional information was received from the patient. Pt called back and stated that she received the rtm cord but it is still taking forever to charge her ins. Pt stated today she charged from7:45am - 12pm and the ins did not go past 50%. Pt verified she had excellent charge quality during recharge. Pt did mention that her ins feels like it is sitting at an angle in the pocket. Pss did review that this can impact her recharging and suggested pt have the ins checked. Additional information was received from a patient (pt). It was reported that they have to recharge 2-3 times a day and that it takes 2.5 hours to recharge. The pt stated that they went to the technicians two weeks in a row and spoke to several representatives over the phone.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6). Revealed that the complaint was unable to be verified. Found no issues with finding or charging ins. No anomalies were visually observed. Passed final functional test. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.